Manufacturer narrative:
An outside of the united states (ous) customer contacted the customer care center (ccc) regarding an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result obtained for one (1) patient sample on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported to siemens an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result was obtained on one (1) patient sample on an atellica ch 930 analyzer. A second draw from the same patient was processed on the same atellica ch 930 analyzer. A lower result was obtained. Both results were reported to the physician and questioned. The elevated result was considered erroneous by the customer. A third sample was collected and processed obtaining a lower result similar to the second draw sample result. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated a1c_e result.